Event description:
Pt hospitalized for high bgs. The doctor believed that the cause of the dka was due to the pump. Troubleshooting was performed. Device tested ok. However, customer detected a leak at the luer connection. Also it was revealed that customer inserted manually. Had sometimes re-used the tubing, and had bent cannulas in the past.